Manufacturer narrative:
The physician proposed that numerous catheter and guideliner exchanges could have created a small, unnoticed dissection that was later exacerbated by oas. In the opinion of the physician, the oad was operated through the pseudo stenosis, which was noted on imaging after the second treatment. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used for treatment of a calcified lesion in the mid left anterior descending artery (lad). Intravenous ultrasound (ivus) could not be advanced through the mid lad lesion. Heavy calcium was noted. Ivus was removed, and a viperwire and the oad were advanced to the target area following initial difficulty wiring through the guideliner catheter. Glideassist was used to advance the oad across the mid lad lesion for one low-speed, distal-to-proximal, ten second treatment. The oad jumped during treatment. Imaging thereafter appeared normal. Another low-speed, proximal-to-distal, ten second treatment was performed. A pseudo stenosis was observed on imaging. A third treatment was performed on low speed for 15 seconds. The patient then reported chest pain. Angiography revealed a mid lad dissection. A drug-eluting stent was deployed, and angiography then showed a spiral dissection to the apex with slow flow to the distal lad. Additional stents were deployed, and no flow was observed beyond the distal stent. Another stent was deployed to the left main artery as a precautionary measure to ensure proximal sealing of the dissection. Integrilin and heparin were administered. Activated clotting time was then measured high and out of range. An angioplasty balloon was inflated in the lad. Post-angiography then showed improved flow to the apex with a small perforation in distal lad. Echocardiogram showed a small hematoma. All devices were removed. The patient was sent to the ICU with a balloon pump. The patient had moderate angina with st elevation. The patient was alert, awake, and stable.